Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe constant pain (pelvic area)"), adnexa uteri pain ("severe constant pain (fallopian tubes)"), biopsy cervix ("cone biopsy of cervix") and weight increased ("weight gain") in a 23-year-old female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In june 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced weight increased (seriousness criterion medically significant), hypersensitivity ("allergic/ hypersensitivity reaction"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal/ digestive system condition") and rash ("rashes (abdomen)"). In september 2004, the patient experienced vaginal haemorrhage ("persistent bleeding/ abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2005, the patient experienced urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("anxiety") and depression ("depression due to pain"). In 2008, the patient experienced biopsy cervix (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain (seriousness criteria medically significant and intervention required), menorrhagia ("persistent bleeding/ abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches"). The patient was treated with antibiotics, antidepressants, pantoprazole (protonix), sumatriptan (imitrex), naproxen, vitamins, surgery (she had surgery to remove the essure implant), surgery (she had surgery to remove the essure implant) and surgery (gastric bypass). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain and adnexa uteri pain was resolving and the biopsy cervix, weight increased, vaginal haemorrhage, menorrhagia, hypersensitivity, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, anxiety, depression and rash outcome was unknown. The reporter considered adnexa uteri pain, alopecia, anxiety, biopsy cervix, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet form received. The plaintiff's information was updated. Essure was inserted in jun-2004 for permanent birth control and surgical removed on (B)(6) 2010. On (B)(6) 2004 hysterosalpingogram (hsg) result showed total bilateral occlusion. Plaintiff also experienced severe constant pain (pelvic area and fallopian tubes), abnormal bleeding (vaginal, menorrhagia), allergic/ hypersensitivity reaction, rashes (abdomen), uti, migraines, headaches, nausea, dysmenorrhea (cramping), core biopsy, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition, hair loss, anxiety and depression due to pain. Treatment drugs and non-treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe constant pain (pelvic area)"), adnexa uteri pain ("severe constant pain (fallopian tubes)"), biopsy cervix ("cone biopsy of cervix") and weight increased ("weight gain") in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill. Past adverse reactions to the above products included contraception with birth control pill. Concurrent conditions included gastric bypass, pain in hip, cervical dysplasia, cervical cancer and obesity. Concomitant products included antidepressants since 2007 for anxiety and depression, naproxen from 2006 to 2016 for dysmenorrhea and pantoprazole (protonix) from 2005 to 2006 for gastrointestinal disorder and nausea. In (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced nausea ("nausea") and rash ("rashes (abdomen) / rashes or skin conditions type: rashes."). In (B)(6) 2004, the patient was found to have weight increased (seriousness criterion medically significant) and experienced vaginal haemorrhage ("persistent bleeding/ abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("persistent bleeding/ abnormal bleeding (vaginal, menorrhagia)"), pruritus ("allergic/ hypersensitivity reaction / allergic or hypersesitivity reaction - type: abdominal itching"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and gastrooesophageal reflux disease ("gastrointestinal/ digestive system condition: reflux"). In (B)(6) 2005, the patient experienced urinary tract infection ("uti") and alopecia ("hair loss"). In 2005, the patient experienced fatigue ("fatigue"), anxiety ("anxiety / anxiety ") and depression ("depression due to pain / depression "). In 2008, the patient was found to have biopsy cervix (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). The patient was treated with antibiotics, sumatriptan (imitrex), vitamins and surgery (gastric bypass and she had surgery to remove the essure implant, hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain and adnexa uteri pain was resolving and the biopsy cervix, weight increased, vaginal haemorrhage, menorrhagia, pruritus, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, gastrooesophageal reflux disease, alopecia, anxiety, depression and rash outcome was unknown. The reporter considered adnexa uteri pain, alopecia, anxiety, biopsy cervix, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet received. Event hypersensitivity update to pruritus. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe constant pain (pelvic area)"), adnexa uteri pain ("severe constant pain (fallopian tubes)"), biopsy cervix ("cone biopsy of cervix") and weight increased ("weight gain") in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill. Past adverse reactions to the above products included contraception with birth control pill. Concurrent conditions included gastric bypass, pain in hip, cervical dysplasia, cervical cancer and obesity. Concomitant products included antidepressants since 2007 for anxiety and depression, naproxen from 2006 to 2016 for dysmenorrhea and pantoprazole (protonix) from 2005 to 2006 for gastrointestinal disorder and nausea. In (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced hypersensitivity ("allergic/ hypersensitivity reaction"), nausea ("nausea") and rash ("rashes (abdomen) / rashes or skin conditions type: rashes."). In (B)(6) 2004, the patient experienced weight increased (seriousness criterion medically significant), vaginal haemorrhage ("persistent bleeding/ abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("persistent bleeding/ abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and gastrooesophageal reflux disease ("gastrointestinal/ digestive system condition: reflux"). In (B)(6) 2005, the patient experienced urinary tract infection ("uti") and alopecia ("hair loss"). In 2005, the patient experienced fatigue ("fatigue"), anxiety ("anxiety / anxiety ") and depression ("depression due to pain / depression "). In 2008, the patient experienced biopsy cervix (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). The patient was treated with antibiotics, sumatriptan (imitrex), vitamins, surgery (she had surgery to remove the essure implant, hysterectomy (full)) and surgery (gastric bypass). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain and adnexa uteri pain was resolving and the biopsy cervix, weight increased, vaginal haemorrhage, menorrhagia, hypersensitivity, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, gastrooesophageal reflux disease, alopecia, anxiety, depression and rash outcome was unknown. The reporter considered adnexa uteri pain, alopecia, anxiety, biopsy cervix, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-oct-2018: pfs received event " gastrointestinal or digestive system condition updated to gastrointestinal/ digestive system condition: reflux".concomitant condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.